Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Customer administered a correction injection to address the bg. Customer continued to use the pump for insulin therapy.